Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 02/2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy the device allegedly self activated inside the patient and the needle allegedly twisted. One sample was obtained and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device was returned with the needle sticking through the product packaging. During visual inspection, the needle was noted to be bent near the handle of the device. Functional testing could not be performed due to the received sample condition (i.e. Bent needle). Upon disassembly, it was noted that the left bumper was bent by the spring. Based on the findings, the investigation is confirmed for the reported bend. The investigation is inconclusive for the reported self-activation as functional evaluation could not be completed due to the bend. The definitive root cause for the bend is unknown, although it is possible that handling of the device during return contributed to the observed bend. The identified bent bumper likely contributed to the reported self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a prostate biopsy the device allegedly self activated inside the patient and the needle allegedly twisted. One sample was obtained and another device was used to complete the procedure. There was no reported patient injury.